Event description:
During a low anterior resection procedure, the device was fired and the tissue was cut with scalpel. The resident went below to do rectal exam with a scope. When the scope was advanced it came all the way through, there was just open bowel. No staples were present. The or time was extended 3 hours to resew area and make the anastomosis with circular stapler. There was no adverse consequence to patient.